Event description:
The patient was undergoing a coil embolization procedure in the feeder vessel off of the rue fistula using a packing coil xl, pod xls, and a non-penumbra glide catheter. During the procedure, one pod xl was implanted into the target vessel. The next packing coil xl pusher assembly was noticed to be kinked upon removal of the packaging. The damage to the packing coil xl was noticed prior to use; therefore, it was not used in the procedure. Another pod xl was advanced into the glide catheter. Difficulty was experienced when tracking the pod xl through the catheter. It was unable to be advanced the length of the glide catheter. The physician retracted the pod xl, and the embolization coil unintentionally detached within the glide catheter. The glide catheter containing the detached pod xl was removed. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.